Event description:
The customer reported an initially elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. Subsequent analysis of the patient¿s sample, on the original and an alternate access 2 system, produced lower results, within the normal reference range. The elevated result was released out of the laboratory. The patient was admitted to the hospital for further observation. The customer is not certain if the elevated result was the primary reason the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. Patient samples are collected in 13x100 mm becton dickinson (bd) lithium heparin plasma tubes and centrifuged between 5,000-6,000 rpm (rotations per minute) for five minutes. The customer noted some patient samples were cloudy in appearance with a layer of what appeared to be red blood cells on top. The customer stated the laboratory has a protocol to aliquot and re-centrifuge samples from primary tubes for initially elevated troponin results or if an elevated value does not correlate with a previously normal result. For this reported event, the laboratory's repeat protocol was not followed. Quality control (qc) was performing within the laboratory¿s established ranges prior to and after the event. Routine system checks had been performed as required and had been passing within instrument specifications.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the event could not be determined with the available information.